Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. There were no reports of a pt being harmed as a resulted of this malfunction. No additional pt/event details have been provided to date.

Event description:
It was reported splits have been noted by the customer on the ends of the suction tubing connectors making it unusable.